Manufacturer narrative:
UDI for rmt261416 gore® excluder® trunk-ipsilateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2012, follow-up imaging revealed a type ii endoleak. On an unknown date in (B)(6) 2014, an aneurysm enlargement was identified with an increase of 4 mm from 58 to 62 mm. On (B)(6) 2014, robot assisted surgery was performed to clip the inferior mesenteric artery and lumbar arteries due to a type ii endoleak. The patient tolerated the procedure.